Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete.

Event description:
It was reported that when the customer opened the product package, the customer found that the device edge was bent.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the implant was detached from the inserter, but still attached to the device via the orthocord. The distal tip of the device which inserts into the implant cavity was found to be bent. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. UDI: (B)(4).

Manufacturer narrative:
The date received by manufacturer on follow-up 1 is incorrect. The corrected date should be october 22, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. The complaint can be confirmed. It was observed that the implant was detached from the inserter, but still attached to the device via the orthocord. The distal tip of the device which inserts into the implant cavity was found to be bent. A 100% in-process verification is performed at the manufacturing site for this device to ensure that the anchor is situated securely onto the inserter. Therefore, it is unlikely that this defect would have been released without being detected before final packaging. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. Therefore, given this information it is possible that the user dropped or mishandled the device on the distal tip of the inserter after opening the package causing it to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from affiliate on 11july2018: the issue was found during the surgery, when the customer opened it. The procedure was a pip (proximal interphalanges) joint ligament reconstruction. Customer used another one same product to complete the procedure. There were no patient consequences.